Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion code failure observed during analysis. A partial lead with the distal tip measuring 48.9cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 12.7-15.2cm from the distal tip. The etfe coating was intact at this location. Reliability laboratory technician reliability laboratory technician st. Jude medical crmd reliability laboratory